Event description:
Patient's representative reported "patient had been diagnosed with a rupture", "patient feeling unwell" and mentioned the recall. The events of "nausea, a headache, and spots all over body" are not device related. This is a left side record. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient's representative later reported "radial folds, cyst and capsular contracture baker grade IV".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.